Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several drawers were failed. A field service engineer (fse) found the station screen was black, though a cursor appeared when touched. The station was shut down, and the fse receded all in one unit. After reboot, the screen came up normally. Network connections and all components affecting the screen were checked. Power subsystem and monitor backlight test results were attached, which all passed. The station was rebooted 4-5 times with no issues. All drawer doors and the refrigerator were tested successfully with no further issues. Customer verified monitor working perfectly and confirmed all drawers working perfectly by inventory and several medications and logging in and out without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es several drawers failed.however, there were no delays, adverse events or injuries reported based on this event.